Event description:
It was reported that a rupture occurred. A 2.0mm x 220mm x 150cm coyote and a 4.0mm x 150mm x 150cm coyote were selected for use. During the procedure, the devices ruptured. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was inflated to rated burst pressure (rbp) and was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a rupture occurred. A 2.0mm x 220mm x 150cm coyote and a 4.0mm x 150mm x 150cm coyote were selected for use. During the procedure, the devices ruptured. There were no patient complications.